Manufacturer narrative:
(B)(4).

Event description:
A shocking/jolting sensation was experienced. The sensation occurred while the patient was operating a weed whacker. The outcome of the patient was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.